Manufacturer narrative:
Summary of evaluation: the components could not be evaluated as they have not been returned to howmedica. Attempts to obtain the device and lot code info have unsuccessful.

Event description:
Revision surgery revealed polyethylene wear of the tibial insert and breakage of the patella polyethylene.